Event description:
It was reported that a delivery system catheter kink occurred. Vascular access was obtained via a right transcaval approach. A 15f isleeve introducer sheath was placed. An xs safari2 guidewire was positioned. Balloon aortic valvuloplasty (bav) was performed. A 27mm lotus edge valve delivery system was advanced. While crossing the transcaval site, handling of the wire was lost. The slack in the guide wire caused the lotus edge valve delivery system to kink due to lack of support. The 27mm lotus edge valve delivery system was removed and exchanged for another 27mm lotus edge valve delivery system. The 2nd 27mm lotus edge valve system was advanced and successfully implanted with no paravalvular leak noted. No patient complications were reported. It was further reported that the patient had heavy calcium burden and tortuosity in the iliacs which were determining factors in selecting the transcaval approach. There was heavy calcification within the anatomy. The previously reported 2nd 27mm lotus edge valve system was advanced and implanted via the transcaval approach.

Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that a delivery system catheter kink occurred. Vascular access was obtained via a right transcaval approach. A 15f isleeve introducer sheath was placed. An xs safari2 guidewire was positioned. Balloon aortic valvuloplasty (bav) was performed. A 27mm lotus edge valve delivery system was advanced. While crossing the transcaval site, handling of the wire was lost. The slack in the guide wire caused the lotus edge valve delivery system to kink due to lack of support. The 27mm lotus edge valve delivery system was removed and exchanged for another 27mm lotus edge valve delivery system. The 2nd 27mm lotus edge valve system was advanced and successfully implanted with no paravalvular leak noted. No patient complications were reported.